Manufacturer narrative:
This report is being filed on an international product, list number 6c19-36 that has a similar product distributed in the us, list number 6c19, and 510k/PMA/bla of k210596. Section a1 patient identifier of multiple is sample ids (B)(6). Section a3b gender not available. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect toxo igg result. Data provided. 1st test: (B)(6) 2024 (0 months after birth) 1.7 iu/ml grayzone. 2nd test: (B)(6) 2025 (2 months after birth) < 1.6 iu/ml negative. 3rd test: (B)(6) 2025 (5 months after birth) 3.7 iu/ml (using ID (B)(6)), retest: 4.3 iu/ml (using sid (B)(6)) reactive. Toxo igm negative at 0.11 iu/ml no impact patient management was reported.

Event description:
The customer observed false elevated architect toxo igg result. Data provided. 1st test: (B)(6) 2024 (0 months after birth) 1.7 iu/ml grayzone 2nd test: (B)(6) 2025 (2 months after birth) < 1.6 iu/ml negative 3rd test: (B)(6) 2025 (5 months after birth) 3.7 iu/ml (using ID (B)(6), retest: 4.3 iu/ml (using sid (B)(6) reactive. Toxo igm negative at 0.11 iu/ml no impact patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 66437be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 66437be00 was identified.